Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a moderate amount of yellow and dark fiber contaminate on the outside and bottom of the base and humidifier, light beige dust and dirt contaminate and dark fiber contaminate throughout the base unit, an excessive amount of beige dust dirt contaminate and dark fiber contaminate in the humidifier chamber, inlet port, and outlet port. The manufacturer found evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an organic material contaminate spots with white fibers located in the humidifier chamber and on the water tank metal plate. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of contamination in the device as well as in the humidifier. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, d10, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-04114-1 with incorrect sections b1, b2, h1, h6.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.